Event description:
Device 3 of 3. Reference MFR report#s: 16927487-2012-05300 05301 it was reported the pt fell on three occasions. Over time she lost stimulation. X-rays were taken revealed both of her leads (from different lots) had migrated. The pt underwent surgical intervention and the leads were repositioned. The programmer was unable to communicate with the ipg when the leads were reconnected. As a result, the ipg was explanted and replaced. Repositioning the leads and replacing the ipg resolved the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.